Event description:
It was reported that an administration set for blood and blood component had slight indentation on the tubing. The defect was observed while the set was still in the packaging. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. One sample was available at the plant for evaluation. Visual inspection revealed a burn mark indented in the tube wall. No further testing was performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.